Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: device was returned for analysis. The burr unit & the advancer unit were returned connected together. No guidewire was returned. A visual examination of the complaint unit was carried out. The handshake connection was inspected and no damage was noted. The burr was microscopically examined and noted that the annulus was damaged. No issues were noted with the exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-06848. It was reported that a burr became stuck on wire. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.75mm rotalink plus and rotawire were used to treat the target lesion. During the procedure, after using a rota1.50mm, the device was exchanged to a 1.75mm rotalink plus. During insertion, resistance was encountered and it was noted that the burr was stuck on the rotawire. The burr and the rotawire were removed together as a unit. Then the rotawire was removed from the rota1.75mm with difficulty due to severe resistance. After observing the lesion with intravascular ultrasound, dilatation was performed with a 2.5/15 nc emerge balloon catheter at high pressure and a 3.0/16 premier stent was deployed. The procedure was completed with this device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2015-06848. It was reported that a burr became stuck on wire. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.75mm rotalink plus and rotawire were used to treat the target lesion. During the procedure, after using a rota1.50mm, the device was exchanged to a 1.75mm rotalink plus. During insertion, resistance was encountered and it was noted that the burr was stuck on the rotawire. The burr and the rotawire were removed together as a unit. Then the rotawire was removed from the rota1.75mm with difficulty due to severe resistance. After observing the lesion with intravascular ultrasound, dilatation was performed with a 2.5/15 nc emerge balloon catheter at high pressure and a 3.0/16 premier stent was deployed. The procedure was completed with this device. No patient complications were reported and the patient's condition was good.